Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: vaginal atrophy outcome : blank =not recovered/not resolved adverse event term: dyspareunia outcome : blank = not recovered/not resolved.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and mesh was implanted. As of (B)(6) 2023, the patient has experienced mild vaginal atrophy and mild dyspareunia. Unspecified drug therapy was given for the vaginal atrophy. The events were reported as unlikely related to the study device or procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Please describe the drug therapy given for vaginal atrophy including medication name and results. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure ¿ female, 134lbs, 23.00. The diagnosis and indication for the index surgical procedure? Stress incontinence were any concomitant procedures performed? Yes: hysterectomy, colpopexy, anteroposterior colporrhaphy, cystoscopy. What symptoms did the patient experience following the index surgical procedure? Onset date? Vaginal atrophy noted on (B)(6) 2023 pain with sex other relevant patient history/concomitant medications? Nothing additional outside what is already noted please describe the drug therapy given for vaginal atrophy including medication name and results. Estrogen cream, treatment is ongoing. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Post-menopause what is the patient's current status? Ongoing. Product code and lot number? Tvtrl 3942334. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.